Event description:
Consumer reported prior to injection, the "scale markings" were "missing". From the barrel. 1 syringe affected on 2024-06-29 3 syringes affected on 2024-07-03 4 syringes in total with different incident dates. They came from the same box. Lot: 3352058 catalog: 328509 date of event: 2024-07-03 samples: yes cl.

Manufacturer narrative:
3 syringes affected. Medwatch section c for the affected product is attached.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.